Event description:
A male pt contacted lifecor customer support to report he was having trouble with his battery packs. The pt stated that one of the battery packs was used briefly but will now not power up the monitor. The second battery pack had three bars. He stated that some water was spilled near the charger, but he did not believe any went into the charger. Support sent a lifecor territory manager to the pt to replace the battery charger and battery packs.

Manufacturer narrative:
Device MFR dates: battery charger. Battery pack - 12/2007. Battery pack - 02/2008. Device eval summary: device evaluations of battery charger and two battery packs have been completed. The reported problem was confirmed. The cause of the battery packs not charging completely was corrosion on the circuit board of the battery charger where the battery connector attaches. Multiple solder joints inside the charger had corrosion and rust on them. The root cause of the corroded circuit board was probably liquid spillage into the battery well area of the charger. The battery charger was scrapped. Battery pack was found to have defective cells. The root cause of the defective cells is not known, but was probably due to excessive discharging. Many "battery runtime expired" flags were seen on the final download from the last pt to use this battery pack. This meant that the battery pack was used for greater than twenty-four hours. This means that the pt continued to use a depleted battery for hours after the expired runtime alarms sounded. The defective cells were replaced. The battery pack was retested and restocked. Battery pack was fully functional. It was retested and restocked. No adverse event resulted from the damaged charger or battery pack. The pt received replacement battery packs and charger.